Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a rotawire inside of the rotapro burr device. Visual inspection of the device revealed that the rotawire was not able to be removed from the device as the burr catheter was stuck on the spring tip. There was a kink 9cm from the proximal end. The floppy tip of the rotawire was not received. There was 28.5cm of the guidewire coming out of the handshake of the rotablator burr catheter and 2cm out the burr end. The distal end was fractured at an angle. Dimensional inspection was performed. The overall length and the outer diameter (od) of the distal tip dimensional test could not be performed due to missing tip, od of the middle of the device also could not be performed due to stuck on burr catheter and od of the proximal section was within specification. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 24feb2020. It was reported that the rotawire was kinked. A rotawire and wireclip torquer was used in an atherectomy procedure. During the withdrawal, the rotawire was kinked. The rotawire became twisted at the section that was protruding from the advancer during removal of the burr. The rotawire was not stuck with the burr. The procedure was completed with another of same device. There were no patient complications reported. However, device analysis revealed that the rotawire was fractured.

Event description:
Reportable based on device analysis completed on 24feb2020. It was reported that the rotawire was kinked. A rotawire and wireclip torquer was used in an atherectomy procedure. During the withdrawal, the rotawire was kinked. The rotawire became twisted at the section that was protruding from the advancer during removal of the burr. The rotawire was not stuck with the burr. The procedure was completed with another of same device. There were no patient complications reported. However, device analysis revealed that the rotawire was fractured. It was further reported that the rotawire was stuck with the rotapro. They were removed together from the patient as one unit. It was not known when the rotawire tip detached. There is no possibility the detached piece remained in the patient as it was removed and discarded after the procedure.

Manufacturer narrative:
D4 corrected: updated from lot number: 0024333364 to unknown. Device evaluated by manufacturer: returned product consisted of a rotawire inside of the rotapro burr device. Visual inspection of the device revealed that the rotawire was not able to be removed from the device as the burr catheter was stuck on the spring tip. There was a kink 9cm from the proximal end. The floppy tip of the rotawire was not received. There was 28.5cm of the guidewire coming out of the handshake of the rotablator burr catheter and 2cm out the burr end. The distal end was fractured at an angle. Dimensional inspection was performed. The overall length and the outer diameter (od) of the distal tip dimensional test could not be performed due to missing tip, od of the middle of the device also could not be performed due to stuck on burr catheter and od of the proximal section was within specification. Inspection of the remainder of the device presented no other damage or irregularities.